Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report the discordant (B)(6) result. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse analyzed the instrument and identified a leak from bulk connectors on the manifold, dried acid and base on the respective pumps. The cse determined the sample probe cuvette bottom was really high. The cse performed the following: adjusted the sample probe cuvette bottom, replaced the bulk connector, replaced the acid and base pumps, inspected dispense volumes, re-calibrated (B)(6) and did a 18 replicate precision run. The precision test recovered acceptably. Siemens further investigated and determined that the alignment of the sample tip to cuvette bottom corrected this issue. The instrument is performing within manufacturing specifications. No further evaluation of device is required. MDR 2432235-2019-00389 and MDR 2432235-2019-00390 were filed for the same issue.

Event description:
A discordant, (B)(6) result for immunoglobulin g (igg) antibodies to (B)(6) assay was obtained on a patient sample on an advia centaur xpt instrument. The initial result was reported to physician(s). New patient sample was redrawn and tested on a different instrument at another facility resulting (B)(6). The repeat result align with the patient's history. The repeat result was considered correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) immunoglobulin g (igg) antibodies to (B)(6) result.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00391 on 28-oct-2019. Additional information (01-nov-2019): a technical applications specialist (tas) performed a 100 replicate precision study on a nonreactive anti-hcv. The tas indicated that all 100 values for the precision study were within 0.07-0.08. Siemens further investigated and identified that aspirate and dispense checks were as per the specification. Siemens indicated that anti-hcv is a 10 ul (small sample volume) assay, when this small sample is dispensed the droplet is very small and it should touch the bottom of the cuvette to remain in the cuvette. The cause of the discordant anti-hcv result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2019-00389_s1 and MDR 2432235-2019-00390_s1 were filed for the same issue.